Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump was rebooting at random. The reporter noted that the pump had been exposed to moisture and denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/13/2013: the device was returned to animas and evaluated by product analysis on 08/26/2013 with the following results: testing confirmed moisture ingress and identified a crack in the casing. Moisture evident behind display lens. Due to internal moisture damage, the pump powers with a multicolored display. Pump case cracked in upper right hand corner of the display area. Leak test shows leak at crack in pump case. Pump case was removed, evidence of moisture contamination identified throughout inside of pump. All investigation steps could not be performed due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.